Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture at maximum outputs and in all configurations. Additionally, high out of range pacing impedance measurements were observed. It was reported the patient presented to the emergency room due to chest pain. The patient did not appear to be in chronic heart failure. A chest x-ray was performed, however the results of the x-ray were unknown. The device was reprogrammed to right ventricular pacing only and a lead revision procedure was planned for a later date. No adverse patient effects were reported.

Event description:
Additional information was received indicating an invasive procedure was performed. The lead was found to have fractured at the suture sleeve site. The lead was surgically abandoned and replaced with an epicardial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available this report will be updated.